Event description:
Procedure: urogynecological. According to the literature: chrysostomou, a. The management of stress urinary incontinence using transobturator tapes in (B)(6). International journal of gynecology and obsterics. Conference: (B)(6) female pts were diagnosed with stress urinary incontinence (sui) and included in the study. The aim of this study was to assess the safety and efficacy of the tot in treating sui. There were (B)(4) ivs-o (tyco, (B)(4) aris (mentor-porges), (B)(4) monarc (ams), (B)(4) obtryx (boston scientific), and (B)(4) intramesh (cousin) implanted. Intra-operative and post-operative complications were not directly attributed to any specific device in the article. The intra-op complications of bladder perforation (B)(4) and vaginal perforation (B)(4) were reported. The post-operative complications of tape erosion (B)(4), sling failure (B)(4), and de novo ui (B)(4) were noted.

Manufacturer narrative:
(B)(4).